Event description:
It was reported that the c-arm started rotating by itself during normal operation. No injury reported. A field engineer was dispatched to the site and determined the c-arm switch needed to be replaced. Once this was completed the system was working as intended.